Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544240 hemolok l clips (B)(4) was received used, opened without original package; the lot # was not confirmed. It was observed that the cartridge was received with two clips placed in slots; clips are in good condition. No quality issues were found during the functional testing, therefore, the failure mode of broken as reported was not able to be duplicated the device worked properly. Therefore, corrective actions are not required at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found that the clip was broken during application to the vessel. The clip did not fall into the patient. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #01g1300239 did not show issues related to complaint. The manufacturer will continue to monitor and trend related events.